Event description:
It was reported that the stimulation was going up and down real crazy on its own and it would be on then it shut down again. The patient reported that he had a very sharp pain in the back of my vertebrae. The event started after the patient was in a car accident 2 days prior to report. The patient experienced a lead migration following the car accident. X-rays, impedance testing, and reprogramming were done. The device was not providing coverage of the patient, instead he felt shocking. A removal and replacement of the system was planned. The patient experienced telemetry/interrogation issues. Impedance issues were within normal range the patient¿s programmer was experiencing issues communicating with the battery. The battery appeared the same place, lying flat within the pocket, but the patient did report the seat belt he was wearing was directly over the battery and had to be cut off. They were unable to determine if the battery was damaged in some way. The patient experienced less than 50 percent therapy relief at the device pocket and lead location. The patient was alive with injury. The injury was not due to the stimulator but due to the car accident and included neck pain due to whiplash and shoulder pain from hitting the side of the car.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 355531, lot# n332287, implanted: 2012 (B)(6); product type screening device product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the explant had been performed and that the patient was awaiting re-implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.